Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2013. Subsequently, patient underwent a revision procedure on (B)(6) 2014 due to infection. The liner was removed and replaced. Patient was further revised on (B)(6) 2014 due to infection. The acetabular cup and liner were removed and replaced with competitor product.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: ¿early or late postoperative infection and allergic reaction.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-09047 / 09048).